Manufacturer narrative:
Ethnicity: patient is a feline . Race: patient is a feline. UDI: not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: veterinary assistant. Based on the results of our simulation and investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As stated in the complaint details, the IV catheter advanced smoothly which indicates that the catheter is in good condition prior the procedure. Verification of retention samples showed no related defects on the catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >5.884n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in breakage. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. Also, the lot history file was checked and no irregularity or nonconformity was noted that may result in catheter tube breakage. Qc conducts a visual inspection to check product quality prior to shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the vet assistant used a 24g IV catheter in a feline patient. Part of the way through the procedure, one of the nurses noted that the IV catheter came out of the patient's arm. As she was holding off the puncture site, she noticed an approximately 7mm portion of the white plastic of the ivc that sits on the vein had separated from the rest of the catheter. We were able to easily grab the piece and remove it before any harm occurred. They did not use scissors near the site and otherwise the catheter advanced smoothly. The patient is safe, and she did not incur any injuries.